Event description:
A malfunction on the pump was reported by the caller. There was no information provided about the impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to reset it. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, acknowledging and understanding the guidance given.